Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that while administering a flu vaccine to an employee, the needle disconnected from the syringe at the end of the vaccine. A small amount of the vaccine spilled onto the patient's arm.